Event description:
Leg swelled [peripheral swelling]. She was in a lot of pain [pain]. Could not walk all week resulting in 4 days of missed work [gait inability]. Thought this may be an allergic reaction [hypersensitivity]. Case (B)(4) is a serious spontaneous case received from a pharmacist in united states via the FDA. This report concerns a female patient of unknown age, whose leg swelled; also, the patient was in a lot of pain, could not walk all week resulting in 4 days of missed work and prescriber thought this may be an allergic reaction during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10 mg/ml. The dosing regimen was unknown and "eflexxa" was used for an unknown indication and unknown start and stop dates in 2018. On an unknown date in 2018, the patient received her first injection of euflexxa and reportedly, the patient's leg swelled; the patient was in a lot of pain and could not walk all week resulting in 4 days of missed work. The patient's physician thought that this was an allergic reaction and discontinued therapy. At the time of this report, the patient's symptoms had been improving but had not fully resolved. No additional information was provided. Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of leg swelled, she was in a lot of pain, could not walk all week resulting in 4 days of missed work and thought this may be an allergic reaction were recovering/resolving. Concomitant medication and medical history were not reported. All events in the case were reported as serious. At the time of reporting the case outcome was recovering/resolving. Overall listedness (core label) is unlisted. Reporter causality: related, company causality: related. Other case numbers: case number, others = mw5081570. These aes occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. These aes are not reportable in EU because they did not occur in an EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.